Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic with bipolar ventricular capture thresholds of 2.75 v, 1 ms. Unipolar thresholds were 1.25 v, 0.5 ms. X-ray revealed visual fraying and appeared to exhibit subclavian crush. The physician replaced the lead using a previously capped epicardial lead.